Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited changes in sensing including farfield oversensing, increased threshold measurements and loss of capture (loc) approximately one month post implant. The lead was observed to have dislodged. Right ventricular (rv) lead measurements were noted to be stable and consistent with measurements at implant. The device was reprogrammed to vvi 40 and a lead revision procedure was going to be scheduled on a future date. Additional information provided from the field indicated surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.